Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: tibial insert (cat#: 02-012-65-3011), tibial tray (cat#: 02-022-45-3030), tibial stem extension (cat#: 02-012-60-1440), patella (cat#: 200-03-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately thirteen months post tka, the (B)(6) y/o male patient complaint of stiffness and pain to left knee with difficulty walking, ascending and descending stairs. The event is possibly related to the device but unlikely related to the procedure.